Manufacturer narrative:
(B)(4). The complaint (B)(4) infant breathing circuit is not expected to be returned to fph (B)(4) for investigation. Our analysis is based on the event description, and on the photograph and additional information provided by the hospital. A visual inspection of the photograph revealed that the swivel elbow came apart from the swivel wye. The hospital confirmed that the complaint (B)(4) infant breathing circuit was on a patient for some time. A lot check was not performed as no lot information had been provided. Without the complaint device we are unable to determine the root cause of the reported fault. All breathing circuits are pressure tested below leaving the production line. This is an automated process and the complaint (B)(4) would have met the required specification at the time of production. This suggests the elbow came apart from the swivel wye post production. Our user instructions that accompany the (B)(4) state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) clinical product specialist that the swivel y-piece of an (B)(4) infant bias flow dual-heated evaqua breathing circuit came apart during use and could not be connected back together. No patient consequence was reported.